Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient presented to the hospital due to a syncopal event. The right atrial (ra) lead and right ventricular (rv) lead were functioning properly with optimal measurements. The physician determined that the syncope event was not related to device issue, but instead a left ventricular (lv) lead configuration problem. This lv lead was not capturing and exhibited high thresholds and high out of range impedances since approximately a month ago. The lv lead pacing configuration was changed, and maneuvers were performed without evoking any noise or out of range measurements. It was suspected that the ring electrode was damaged on the lead. A follow up was schedule for three months to evaluate the performance of the lead. The patient is not pacemaker dependent. At this time, this lv lead remains in service. No additional adverse patient effects were reported.